Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 1 month and 3 weeks after the dental implant was installed in intraoral region #14; its non- osseointegration was observed. 30 ncm of primary stability was achieved. The patient presented insufficient bone quality/quantity (bone type iii).